Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that problem with the arch. Upon troubleshooting, rse found that the problem with the headband, control does not respond correctly. Rse suggested the customer to put the needle back in place under the ER module. After ER module adjustment, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had c-arch problems and the commands did not work correctly. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.